Event description:
Information received by medtronic indicated that the insulin pump was not working and had battery failed alarm. Customer also stated that contacts were not missing, damaged and corroded. Customer also stated that battery compartment and spring was corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display found on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with intermittent flashing blank display due to corroded battery tube. Unable to download or perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, motor and battery tube assembly. The following were noted during visual inspection: scratched case and scratched lcd window. Exposed to moisture confirmed. In summary, customer alleged blank display confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.